Event description:
It was reported that this implantable cardioverter defibrillator exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected fields: b5 (problem description) updated to a shorter and more concise manner. E (initial reporter) corrected to physician (B)(6). The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had one-year remaining battery longevity, however, this device hit elective replacement indicator (eri) after a few months. Boston scientific technical services (ts) determined that the device was depleting in a manner consistent with the low voltage capacitor advisory. Engineering analysis also determined that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; these should no longer be relied upon to determine the depletion status of the device. Further, this device was malfunctioning, and device replacement was advised and to return it for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.